Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead has noise and pacing impedances greater than 2000 ohms. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2018- this lead was explanted and replaced on (B)(6) 2018.